Event description:
It was reported that suture placement with the proglide device was attempted in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 6fr sheath. Reportedly, the end came off of the proglide device and punctured the vessel. The complete device was removed from the patient anatomy without an issue. A second proglide device was used for successful suture placement. The aaa procedure was completed and hemostasis was achieved with the sutures of the second proglide device. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported detachment was confirmed. A conclusive cause for the reported detachment could not be determined. The reported tissue damage and treatment appears to be related to procedure circumstance. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.